Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that one of the surgeon side console (ssc) swap pedals was unresponsive. Since the procedure was ongoing, the surgeon used a backup ssc to continue without any system errors being reported. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the 6 pedal energy footrest to correct the unresponsive pedal. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The 6 pedal energy footrest was analyzed and found no related errors were found in system logs. Upon visual inspection, no issue that was found that could relate to the reported event. The unit was then installed onto the golden system along with the instrument to test the functionality of the swapping pedal. During the testing, no issue or delay that was observed, the swap pedal is fully functional and very responsive. This unit was found to be fully functional. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results.